Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 260mg/dl and sensor glucose was 85 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 40 mg/dl. The difference between senser glucose and blood glucose was 220 mg/dl. No harm requiring medical intervention was reported. The customer will continue use of the device.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Sensor performing as expected. Complaint may be due to a non-sensor related condition. Sensor performed within specifications. It is unlikely that the sensor contributed to the sensor glucose vs. Blood glucose issue. Sensor carelink additional investigation was performed for the unexpected suspend [low sg]. Reason for report code not in scope of analysis. Carelink investigation is not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.